Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # (B)(4) was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Evaluation codes field should reflect (since csi support is still working on updating the system with the new codes): (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a medical device entrapment which required surgical intervention. After transseptal puncture while inserting the device into the left atrium, the catheter got stuck and it could not be removed. The event required surgical intervention to remove the catheter. The patient's medical history is unknown. No further information is known regarding the patient status. The physician's opinion regarding the cause of this adverse event is that it is unknown if and where the catheter was stuck within the heart, however the catheter could not be advanced.